Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was at the site. Infusion set needle was not straight it was bent. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(6) has been evaluated. The batch 6004163 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 for the code steel cannula is found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6004163 was manufactured according to the wi version 94 and packaging in the multivac 10, on 08/nov/2023, with a total of (B)(4) units. Welding the lot 3k05738 was manufactured according to the wi version 33 welding in the machine ls11, ls24 & ls25 on 05/nov/2023, with a total of (B)(4) units. The lot 3k03469 was manufactured according to the wi version 32 welding in the machine ls11, ls24 & ls25 on 20/oc/2023, with a total of (B)(4) units. The lot 3k05735 was manufactured according to the wi version 33 welding in the machine ls24 & ls25 on 04/nov/2023, with a total of (B)(4) units. The lot 3l01300 was manufactured according to the wi version 33 welding in the machine ls24 & ls25 on 08/nov/2023, with a total of (B)(4) units. The lot 3k05739 was manufactured according to the wi version 33 welding in the machine ls11, ls24 & ls25 on 07/nov/2023, with a total of (B)(4) units. Gluing of connector the lot 3k05697 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 05/nov/2023, with a total of (B)(4) units. The lot 3k05746 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 06/nov/2023, with a total of (B)(4) units. The lot 3k05748 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 07/nov/2023, with a total of (B)(4) units. The lot 3k02569 was manufactured according to the wi version 35 in the gluing of connector in the line 03, on 20/oct/2023, with a total of (B)(4) units. The lot 3k02568 was manufactured according to the wi version 35 in the gluing of connector in the line 03, on 19/oct/2023, with a total of (B)(4) units. The lot 3k05679 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 02/nov/2023, with a total of (B)(4) units. The lot 3k05680 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 03/nov/2023, with a total of (B)(4) units. The lot 3k05749 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 07/nov/2023, with a total of (B)(4) units. The lot 3k05751 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 08/nov/2023, with a total of (B)(4) units. Molding the lot 3k03568 was manufactured according to the wi version 36 in the molding of cannula in the machine ls18, on 02/nov/2023, with a total of (B)(4) units. The lot 3k05757 was manufactured according to the wi version 36 in the molding of cannula in the machine ls19, on 04/nov/2023, with a total of (B)(4) units. The lot 3k03569 was manufactured according to the wi version 36 in the molding of cannula in the machine ls19, on 05/nov/2023, with a total of (B)(4) units. The lot 3k05758 was manufactured according to the wi version 36 in the molding of cannula in the machine ls18, on 05/nov/2023, with a total of (B)(4) units. The lot 3k02566 was manufactured according to the wi version 35 in the molding of cannula in the machine ls18, on 19/oct/2023, with a total of (B)(4) units. The lot 3k01800 was manufactured according to the wi version 35 in the molding of cannula in the machine ls18, on 17/oct/2023, with a total of (B)(4) units. The lot 3k02564 was manufactured according to the wi version 35 in the molding of cannula in the machine ls19, on 17/oct/2023, with a total of (B)(4) units. The lot 3k03566 was manufactured according to the wi version 36 in the molding of cannula in the machine ls18, on 01/nov/2023, with a total of (B)(4) units. The lot 3k03567 was manufactured according to the wi version 36 in the molding of cannula in the machine ls19, on 31/oct/2023, with a total of (B)(4) units. The lot 3k05759 was manufactured according to the wi version 36 in the molding of cannula in the machine ls19, on 06/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/may/2025 against malfunction code steel cannula is found bent upon removal from infusion site and lot 6004163 and no other complaint has been registered in database for the same lot 6004163 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.